Event description:
It was reported that an interventional procedure for moderate-heavy fibrocalcific plaque (stenosis estimated to be 80-95%) in the right coronary artery was performed. The rca was pre-dilated and two stents were deployed in the mid-portion followed by post-dilation. A third stent was then placed in the proximal rca. The nc monorail catheter was placed within the stents of a 16 atm inflation for 40 seconds was performed. The balloon stuck within the struts and on attempting to pull out the balloon, the balloon and wire core separated from the shaft and the balloon remained within the stent. Attempts to retrieve the balloon fragment with various snares, wires and catheters were unsuccessful. The physician then placed a balloon on a wire and inflated it to flatten out the balloon entrapped in the stent. Another stent was then deployed over the balloon, inside the previously deployed stent. At 16 atms for 40 seconds. Final angiograms were satisfactory, indicating the area of 90% stenosis was reduced to 0%. There was no evidence of dissection or thrombosis and the flow was excellent in the right coronary artery. The pt tolerated the procedure well, with no chest pain and bp of 130/70. The pt was placed on coumadin as a precautionary measure.

Event description:
It was further reported that the physician does not feel that there was a performance issue with the product. He stated that this was a highly calcified lesion and the stent was underdeployed; under these circumstances the removal difficulties were to be expected. He states the pt is doing well.